Event description:
The doctor was performing a lap gastric bypass. It was reported the doctor received a solid tone in the middle of a resection. The doctor retorqued the instrument, tested the instrument and received another solid tone. The doctor tried a third time and received an error 5 instrument error. The doctor opened a second device and completed the case with no patient consequence.